Manufacturer narrative:
Manufacturing site evaluation: samples received: 48 unopened and 3 opened racepacks. Analysis and results: there is one previous complaint of this code batch. There are no units in stock. Received 48 closed samples and 3 open samples with the needle detached from the thread and two of them the thread is still wound on the pack. Tested the needle attachment of the closed samples received and the results do not fulfil the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the end customer or refund. Corrective/preventive actions: there is a corrective action in order to avoid this kind of incident in the future.

Event description:
Country of complaint: (B)(6). The thread loosens from the needle. It loosens very easily, very often before using it. Needle detachment.